Event description:
When using the drill peg to drill the hole for the implant during a total knee arthroscopy, the peg broke in half. All pieces were recovered and removed from the field for inspection.